Manufacturer narrative:
Event date is estimated.

Event description:
Patient reportedly underwent an ipg replacement surgery due to the ipg being at end of life.

Manufacturer narrative:
An event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.